Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for epidural fibrosis and spinal pain reported the implantable neurostimulator (ins) was implanted for leg pain, and the ins was on the right side above the hip joint. On (B)(6) 2016 the consumer experienced sudden severe pain on the left side, and it was hurting terrible which they wanted to know if the ins could move/cause pain. There were no traumas, falls, or emi exposure related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.